Event description:
It was reported while using the bd mueller hinton ii agar, plate, 90 mm x 20 the user noted a performance failure. There was a secondary bacterial lawn formation within the inhibition zone while using the antibiotic sxt (sulfamethoxazole trimethoprim). No health impact or consequence reported.

Manufacturer narrative:
H6: investigation summary: event description: the customer reports that there is a lawn formation within the inhibition zone on the mueller hinton agar with the antibiotic sxt (sulfamethoxazole trimethoprim). Complaint history review: the complaint history was reviewed for the past 12 months, and no similar complaints were registered for this catalog number. A trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were analyzed for the growth promoting ability of the medium. Escherichia coli atcc 25922 and trimethoprim-sulfamethoxazole sxt-1.25-23.75 used for quality release testing of catalog number 254032 and recommended for user quality control of the medium was applied to medium of lot no. 4008597. Bacterial suspensions used for testing were adjusted to a mcfarland of 0.5 ± 0.05. After incubation of 16-18 hours at 35-37 °c under aerobic atmosphere, the inhibited zones are within specification without any deviation. The testing was performed according to eucast. No return samples were provided by the customer for analysis. A picture was shared showing a plate of mueller hinton ii agar with a sensidisc and a clear inhibition zone that, however, is surrounded by a second zone with fine lawn formation. On the picture, a second plate from another manufacturer with a sensidisc and a clear inhibition zone was shown as well. Evaluation results: at this stage of the investigation, any systemic failure in the manufacturing processes can be excluded. No deviation could be found neither during the qc performance testing nor during our retest on the retain samples. Since no trend was identified, no corrective or preventive action will be implemented this time. According to the eucast reading guide published in jan 2023 (reading guide: ¿eucast disk diffusion method for antimicrobial susceptibility testing¿ version 10.0, january 2023) double zones can appear for the use with trimethoprim and trimethoprim-sulfamethoxazole. The recommendation is to read the inner zone. Investigation conclusion: based on the evaluation of the report and on the results of the disc diffusion test using the retain samples, the complaint cannot be confirmed for a performance issue. However, bd will continue to monitor incoming complaints for similar failure types to determine if further actions are needed.